Event description:
A customer contacted beckman coulter inc., (bec) reporting that approximately 30ml of blue fluid dripped from under the coulter lh 500 hematology analyzer. The fluid was not contained. The operator was wearing personal protective equipment (ppe), consisting of a lab coat and gloves, without face protection. The customer reported there was no contact to open or broken skin or mucous membranes such as the eye, nose or mouth. Medical attention was not sought. There is an exposure control/risk management plan in place at the facility. There were no patient results affected and there were no erroneous results reported out of the lab. No death or injury is associated with this event and there was no change to patient treatment.

Manufacturer narrative:
A field service engineer (fse) found tubing from valve (vl-43) was leaking and replaced all central panel tubing. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of the leak is attributed to tubing at vl-43. (B)(4).